Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The fox sv referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-tortuous, heavily calcified, chronic totally occluded (cto) 40 mm lesion from the iliac to the superficial femoral artery (sfa) a non-abbott guide wire was placed across the lesion and the foxcross balloon dilatation catheter (bdc) was inflated once, however, the balloon ruptured at 14 atmosphere (atm). The device was removed without any reported issue. A fox sv bdc was advanced and during the first inflation also ruptured at 15 atm without reported issue. The device was removed and the procedure was completed with a foxcross bdc and a non-abbott stent without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.